Event description:
It was reported the patient had issues with charging. The reporter stated the left side had not worked in a long time. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).